Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the device displayed an error code 480 (sensor interface error) while the patient was on the table. The procedure could be completed with another delivery device and there were no patient complications reported, however the patient received general anesthesia twice, because they had to wait for another delivery device to arrive and the procedure took longer.

Manufacturer narrative:
The device was returned and analyzed. According to the investigation performed, the error code 480, that lead to the prolonged surgery, could not be duplicated. The generator did not present error codes, and it passed the power on test without issues. After that, was found in the error logs of the device, the error code 480 several times, thus, confirming the reported event. However, based on the generator analysis result, the exact cause that contributed to the reported error cannot be established due to the inability to replicate the error code during functional testing of the generator.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the device displayed an error code 480 (sensor interface error) while the patient was on the table. The procedure could be completed with another delivery device and there were no patient complications reported, however the patient received general anesthesia twice, because they had to wait for another delivery device to arrive and the procedure took longer.